Event description:
It was reported that there was a possible fracture of the atrial lead as the lead had high impedances. The lead was explanted and replaced. It was noted that once the pocket was opened for the procedure the physician noticed there was insulation damage near the suture collar. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092-52 implantable pacing lead, implanted: (B)(6) 1999. (B)(4).